Event description:
Event details: customer took two I health covid-19 antigen rapid tests on (B)(6) 2025 with 1 invalid test result and 1 negative test result.

Manufacturer narrative:
1. Customer took two ihealth covid-19 antigen rapid tests on (B)(6) 2025 with 1 invalid test result and 1 negative test result. 2. On (B)(6) 2025, customer went to the emergency room and tested positive for covid. 3. The type of test taken at ER was an rna pcr test. 4. Lot number of test was not provided, manufacturer cannot effectively verify and confirm customer feedback.